Event description:
"Rv (right ventricular) unipolar lead impedance warning on (B)(6) 2023. Lead measurements consistent with historical trends. Rv lead is programmed bipolar." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).